Manufacturer narrative:
Investigation summary two open 32g x 4mm pen needles and three photos were returned from lot. No. Unknown cat. No. 320559. Visual examination was carried out on the samples returned with one bent non patient end cannula and one broken non patient end cannula observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to determine root cause.

Event description:
It was reported that 2 bd micro-fine¿ pro pen needles was broken. The following information was provided by the initial reporter: needle bent or broken on npe when the user removed a tear drop label, the needle was broken on npe. The needle on npe is broken and insulin didn't come out when the user primed the insulin pen.

Event description:
It was reported that 2 bd micro-fine¿ pro pen needles was broken. The following information was provided by the initial reporter: needle bent or broken on npe when the user removed a tear drop label, the needle was broken on npe. The needle on npe is broken and insulin didn't come out when the user primed the insulin pen.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.